Event description:
Pt with 100% blockage of rca (right coronary artery) underwent a cardiac cath to open the occlusion and prevent bypass surgery. During the cath procedure the tip of the guide wire broke off inside the occluded artery. Pt went to ICU and then surgery for bypass. The tip was left in the occluded artery. Both were bypassed.